Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The rail mount of the support arm was identified defective. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator's support arm rail mount broke. The piece of metal that was attached to the screw mechanism to grip the rail, came off the screw. Patient involvement is unknown. (B)(4).